Event description:
Upon insertion of bioplex spacer, the spacer cracked when being tapped in. This was the 3rd spacer inserted for a 3 level cervical fusion. The first two spacers were also 7's. The 7mm spacer that cracked was replaced. With a 6mm spacer. Patient outcome: fusion completed with a 6mm spacer.